Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Per user facility med watch form, #(B)(4), during a right thoracotomy with exploration procedure the device misfired when the physician attempted to staple across the right upper lung lobe. The physician made two attempts and the stapler released staples at both ends and not in the middle. There was no patient consequence. Device is available for return.